Event description:
It was reported that a patient underwent a laparoscopic surgery for vesicoureteric reflux on (B)(6) 2011 and suture was used. The surgeon tried to suture the abdominal wall to the urinary bladder, but the needle could not reach the tissue so the surgeon straightened the needle and it passed through the urinary bladder, but when it passed through the abdominal wall, it broke in the middle of the body, and fell into the intraperitoneal. The abdomen was opened to remove the broken needle. The patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dck464, batch dd6603, batch dez573. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.